Event description:
A registered nurse reported that following an intraocular lens (iol) implant procedure, explanted lens due to patient complaining about intolerable glare and halos in (os). The iol was exchanged in a secondary procedure following the initial procedure with monofocal lens. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received on follow up email indicating that the date the issue was discovered and led to the decision to explant. Patient received replacement a replacement lens on left eye (os). Lens is not available for return. In the surgeon's opinion, the quality of the lens caused or contributed to the event indicating yes, patient having halos & glare. It was reported that a [21.0 d] lens was exchanged for a [21.5 d] lens due to intolerable glare and halos. This does not meet criteria for reporting based on applicable medical device regulations. A lens exchange from one power to a different power is an attempt to adjust or fine tune the refractive outcome trying to achieve a desired target when the initial lens calculations did not achieve the intended outcome. There is no reported defect or fault with the lens.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).